Event description:
It was reported the insulin pump had damage. Customer reported the lcd was damaged. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding on lcd glass and cracked case at display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.